Event description:
Elbow revision surgery performed on (B)(6) 2025, due to ulnar loosening. Previous surgery performed on (B)(6) 2024. The following components were removed and replaced with new ones: - ulnar body small right + screw (part code 1552.14.011, lot number 2308531, sterilization (B)(4). - ulnar stem #u7 (part code 1575.14.050, lot number 1906323, sterilization (B)(4)). - ulnar liner small right (part code 1560.50.011, lot number 19at1cq, sterilization (B)(4)). - axle #small (part code 1590.15.010, lot number 2303175, sterilization (B)(4)). Patient is a male, date of birth (B)(6) 1962. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing charts, no pre-existing anomaly, that could have contributed to the event, have been discovered on the items belonging to the lot number 2308531/sterilization (B)(4), and lot number 1906323/sterilization (B)(4). The manufacturer will submit a final MDR as soon as the investigation is complete.